Event description:
End-user states that the screw on the left hand side of the (B)(4) rollator seat, near the basket, came loose and fell out. She was using the walker, almost fell, but no injury. Someone was with her and assisted.